Manufacturer narrative:
The device was not explanted so manufacturer evaluation of the device could not occur. The serial number of the device is unknown. At this time, there is no evidence to suggest that the pump malfunctioned or was damaged. This complication is known to possibly occur from implant surgery. No determinative cause of the adverse event could be concluded. As such, the investigation will be closed. If further information on the device is received in the future, the investigation will be reopened and conducted as appropriate.

Event description:
It was reported by a health professional that a patient would undergo a haps (hepatic artery perfusion scintigraphy) study to check on the perfusion of the liver. Patient has an hai pump implanted and had not used the pump for chemotherapy until 'recently.' Patient received 'a couple' of cycles of chemotherapy. The last refill date of the pump was (B)(6) 2020 with heparinized saline. Later the patient presented to the ER with severe anemia, admitted. The reporter stated the physician was concerned there may bleeding around the pump. It was found that the proper hepatic artery was occluded and possibly dissected and a hematoma was located near the tip of the catheter. Patient was treated at a separate institution than the initial reporter site for further care and workup for this incident. The next planned refill date was (B)(6) 2020, but this was deferred due admission. It was later reported that the patient was discharged from the hospital but the pump is no longer usable. Pump remains implanted in the patient and was not expected to be explanted.